Manufacturer narrative:
Follow-up # 1 ¿ (09/08/2014).the patient¿s meter has been returned on 7/23/2014 and evaluated by lifescan product analysis on 8/26/2014 with the following findings:no error message is observed in the error log, and error was not reproduced during the investigation. In addition, a secondary issue was noted when the meter was found to have a contaminated battery contact. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch ultralink meter is giving an error 1 message. This complaint was classified based on the customer care advocate (cca) documentation. The error 1 issue began on (B)(6) 2014 at 7 pm. About 2 hours after the onset of the error 1 issue, the patient claimed he had symptom of feeling ¿sleepy, sluggish, and tired.¿ there was no report of any required hcp treatment to suggest the patient had acute complication of diabetes at the time of concern. On (B)(6) 2014, the patient was able to test on another meter at 399 mg/dl. The patient took 4 units of humalog insulin to manage his diabetes at the time of concern. During troubleshooting, the error 1 issue was not resolved with training. The lfs products were replaced and requested back for investigation. This complaint is being reported due to the unresolved error 1 issue. There was no serious injury attributed to the alleged issue. The patient¿s symptoms did not meet lifescan¿s criteria of a serious injury.